Event description:
It was reported that the patient arrived to their follow-up visit using hsc-078045, which is the controller they had switched to a few months prior. The customer reported that, based on the log file review of (B)(4), the controller appeared to be in good working condition and would be kept as the patient's backup controller.

Event description:
Related manufacturer report number 2916596-2021-00676.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed a low flow alarm; however, a direct cause for the reported event could not be conclusively determined through this evaluation. Additionally, evaluation of the submitted log files confirmed a system stop due to the driveline being disconnected, which the account attributed to the user error of the patient performing a controller exchange at home. The controller event log file contained data on (B)(6) 2021 from 05:33:02 to 09:18:21. The pump operated as intended at the set speed for the duration of patient support. The log file recorded a low flow alarm on (B)(6) 2021 at 08:36:52 when the patient¿s flow decreased below the low flow threshold of 2.5 lpm for 21 seconds. The alarm resolved when the patient¿s flow increased above the low flow threshold. The rest of the submitted log file consisted of low flow events that did not last long enough to trigger an alarm, pi events, and power cable alarms which appeared to be associated with routine power exchanges. However, on (B)(6) 2021 at 09:13:28, the driveline was disconnected, and power was disconnected from the controller, which appeared to be associated with the reported controller exchange (related manufacturer report number 2916596-2021-00676). The log files appeared to capture the pump operating as intended. The account reported that the patient experienced an alarm and exchanged their controller at home. The log file recorded a low flow alarm on (B)(6) 2020 and approximately 45 minutes later the patient¿s controller was removed from use, which appeared consistent with the reported controller exchange. The alarm reportedly resolved after the exchange. The patient was reportedly stable, and no treatment was given. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 07aug2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous controller exchange is reported in MFR report #: 2916596-2021-00676.

Event description:
It was reported that the patient was in the clinic and reported alarms on the controller a couple months prior and the patient exchanged the controller without event. The patient thought the alarm was due to a "bad controller". A log file review was requested. Technical services reviewed the log file and noted low flow events on (B)(6) 2021 in addition to pi events and then the patient's controller and driveline were disconnected at 9:12am on (B)(6) 2021. The patient is stable and there have been no changes to treatment or plan of care.